Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak inside their coulter hmx autoloader instrument. The leak was isoton, coming from the tubing that is attached to feed through fitting (ff)174 to ff184 that is fed through pinch valve pv49. The tubing had a hole in the middle and was squirting isoton out into the instrument as well as outside the instrument onto the operator's pants and surrounding area. The operator was wearing eye glasses but not a lab coat and no gloves during the incident. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The volume of liquid was about 20 ml. There was no other direct physical contact with the isoton other than some of it squirting onto the operator's pants but it did not get into any eyes, nose, or mouth. It did it get into any mucous membranes, cuts or wounds. The leak did not affect any patient results and no results were erroneously reported or sent out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the customer had attempted to reattach the tubing through pinch valve pv49 to the fitting but the line was not threaded into the valve correctly. The customer mentioned to fse that the tubing through pinch valve pv49 had a hole in it and so they had tried to replace it (pinch valve pv49 provides an open path for vacuum and diluent to the backwash pump, pm8). Fse reattached the tubing correctly and the leak was resolved. The repairs were verified per established procedures. The initial cause of the leak was a hole in the tubing through pinch valve pv49. When the customer attempted to replace the damaged tubing the instrument continued to leak because the tubing through pinch valve pv49 had not been properly attached. (B)(4).